Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown)

Event description:
Related manufacturer report number 3006705815-2022-18343. It was reported the patient leads had fractured. Surgical intervention maybe undertaken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-18343. Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.